Manufacturer narrative:
(B)(4). Only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch # unk see attached medical record. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via the risk manager, "received notification of litigation from counsel for patient. Pleading states that patient underwent bariatric roux-en-y gastric bypass and that patient had lost no weight over the previous months in preparation for surgery ¿which was in contradiction to the requirements for the surgery¿ as established by his surgeon. Pleading further states the procedure appeared to have initially went well however hours after the procedure he suffered a post op hemorrhage, hypoglycemic shock and cardiac arrest. Patient underwent emergency laparotomy, and bleeding was identified from the left gastric artery, as well as ¿oozing from several staple lines¿ and 9500 ccs were removed and 6 units of blood were transfused. Patient was transferred to another facility for another emergency laparotomy to control bleeding. During that operation, it was noted that the small bowel was dusky and ¿bleeding was more focally centered in the area of the roux en y¿ with an anastomotic breakdown at the gastrojejunal anastomosis. Further it was noted the roux limb was under tension from the ¿massively dilated stomach remnant which caused the anastomotic disruption.¿ surgicel was used to control the bleeding and ¿the small bowel pinked up.¿ the decision was made to leave the abdomen open and a wound vac was placed. Patient underwent multiple additional procedures to resolve wound infection and complete abdominal closure. Pleading further states that the initial surgery failure resulted in irreversible brain injury, blindness and organ damage."